Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with antegrade approach. The 90% stenosed target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluation by MFR.: returned device consisted of a coyote es balloon catheter. The balloon was loosely folded. The device was soaked for a day in a warm waterbath. Analysis of the tip, balloon, markerband, inner/outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located 12mm from the tip of the device, and numerous kinks in the hypotube. Inspection of the device found no other damage or defects.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with antegrade approach. The 90% stenosed target lesion was located in the non-tortuous and non-calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.